Event description:
Rptr was given a permission by co rep to use machine for continuous renal replacement therapy, which is against the instructions for use from the MFR. This machine has been used for intermittent hemodialysis only.